Manufacturer narrative:
The pump passed the self-test, unexpected restart, displacement, rewind, basic occlusion, prime, off no power and excessive no delivery alarm tests. The pump alarmed motor error during the occlusion test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and it passed the battery out limit, weak battery and bad battery alarms. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The drive support cap was inspected and no anomaly was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had weak battery alerts and battery out limits. Blood glucose level at the time of the incident was not provided. Blood glucose level at the time of the call was 300 mg/dl. Customer reported that recently her blood glucose levels have ranged from 46 mg/dl to 500 mg/dl. Customer treated with juice and the insulin pump.